Event description:
It was reported that during a breast biopsy procedure, a piece of something was found when the collected tissue was checked for the calcification after the biopsy. The piece was invisible to the naked eye. According to the pathologist in the hospital, it seemed to be metal piece.

Manufacturer narrative:
(B) (4). (B) (4).